Event description:
The patient's right knee was revised due to wear of the poly insert and a cracked baseplate. Osteolysis was seen throughout the knee intraoperatively. The surgeon stated, "he opened the joint and found black tissue and poly debris around the femur and tibia. Osteolysis was most likely caused from the poly. The poly was worn away in both posterior aspects of the insert and when he turned it over; an oblique linear line was seen. The baseplate was cracked and broken at the posterior medial location. Upon further inspection the femur was loose." All devices were removed except for the patella. Otismed was used for the primary procedure.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding loosening involving a triathlon femoral component was reported. The event was not confirmed. Method and results: device evaluation and results: the articulating surface contained abrasion damage due to contact with the baseplate. Residual bone cement and bony matter was present on the proximal side and adherent bone cement shows a trabecular bone imprint. As per the mar, no material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: a review by a clinical consultant indicated: "another aspect mentioned in the intake was the observation that the femoral component was loose. This was reported by the surgeon although again lack of x-rays makes this difficult to prove. The femoral explant shows adherent bone cement with a trabecular bone imprint which suggests that the femoral component was well fixed during implantation. If components become loose, these trabecular bone ¿imprints¿ rapidly wear off due to micromotion between cement and bone resulting in a smooth bone cement contact surface. Because bone cement was still adherent to the implant, also no loosening between cement and implant was present. As such, probably no loosening between femoral component and bone was present, at least is not evident from the material available and thus this aspect remains by lack of x-ray evidence somewhat obscure. Radiological appearance may be misleading although it is also possible that the overload condition due to instability has affected femoral component stability in a negative sense although the visible trabecular bone imprint on the femoral component cement surface remains important controversial evidence." Device history review: the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the reported loosening could not be determined due to insufficient provision of information. Further information such as: x-rays, operative reports as well as patient history and follow up notes needed to complete the investigation to determine root cause. The medical review did, however, suggest that the failure in this case was likely a balance between patient-related and procedure-related factors and not device related. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient's right knee was revised due to wear of the poly insert and a cracked baseplate. Osteolysis was seen throughout the knee intraoperatively. The surgeon stated, "he opened the joint and found black tissue and poly debris around the femur and tibia. Osteolysis was most likely caused from the poly. The poly was worn away in both posterior aspects of the insert and when he turned it over; an oblique linear line was seen. The baseplate was cracked and broken at the posterior medial location. Upon further inspection the femur was loose." All devices were removed except for the patella. Otismed was used for the primary procedure.